Event description:
Customer reports no spo2 readings from accutorr v monitor, which may have affected pt spo2 readings. No pt injury was reported.

Manufacturer narrative:
Company rep reseated spo2 connector. Calibrated and ran diagnostics, and safety testing. Unit met all factory specifications.